Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery? Please provide date and surgical findings of the laparoscopic removal of the tvt. Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that after surgery, the patient had gradually worsening pain in vagina, on walking sitting and during sex - since 2016. It was also reported that the patient had conservative treatment but no help. It was also reported that the pain is affecting the patient's quality of life and activities of daily living. It was reported that the patient had a laparoscopic removal of the device.